Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to survey source, 3 patients experienced incisional hernia, 5 patients experienced mesh infection, 1 patient experienced hematuria and 2 patients experienced pulmonary embolism.